Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed at random for lagrange file error related 069 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found call service 056 alarms, eeprom reading error related alarm. Moisture was observed behind the display screen. The caps were returned and used in the evaluation. The pump powered up with auditory and vibratory features. All the buttons were unresponsive and as a result the remaining testing cannot be completed. The reported call service alarm was verified in the black box but cannot be fully investigated. No conclusion can be drawn with regard to the reported issue. The display screen was found to be dim and discolored. A crack was found between the display lens and the case seal, and a leak test showed a leak where the crack was located. The pump casing was opened and additional evidence of moisture contamination was found on multiple internal components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.